Event description:
No new information.

Manufacturer narrative:
Follow-up report submitted to document quality investigation results.

Event description:
It was reported that the connected drill energized with the safety on during a procedure at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.